Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to remove air from the cartridge, and had difficulty expelling the air into the insulin vial. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was able to successfully fill a cartridge.